Manufacturer narrative:
Mentor received additional event information that the patient suffered with breast pain and implant displacement due to the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19/jul/2021, the complaint device was returned to mentor for evaluation. In addition, we became aware that the patient underwent explantation on 24/may/2021. On 21/jul/2021, the device evaluation was completed. During a visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2-sep-2021, mentor received additional information about the patient. She is 5'1" and 120lbs. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation with 325cc smooth mentor memorygel breast implant experienced left-sided grade IV capsular contracture postoperatively. Capsular contracture was diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.